Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced an out of range signal for an unknown length of time. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).